Event description:
Reporter stated that patient received the following results on the active system compared to lab results within 1 minute: 28 mg/dl (active meter) and 300 mg/dl (lab). Approximately 1 hour prior to these results, the patient received a result of 28 mg/dl on the active system. The patient was treated with 50 units of dextrose. At the time of the comparison results, the patient was then given saline solution. The patient has fully recovered and is currently stable. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The event occurred in (B)(6). Device received in a condition which made analysis impossible. Unable to test because strip returned outside of vial and have been exposed to environment.